Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated for some reason lately it seems like they are only getting stimulation in their legs. Patient stated it has gotten to the point where patient can't hardly walk and it is hard to stand straight up because of stim going to legs. Patient stated they have left several messages for the representative but they had not heard back. Patient verified they had 2 groups and they had tried both groups but all the stimulation is going to one or both of the legs. Patient denied any recent traumas / falls. Pt stated they did contact their hcp about the issue but they told pt to contact the rep. Patient service specialist is sending a message to the field about patient call. Additional information was received from the patient. They reported they met with a rep for reprogramming 6 months prior. They were still having stimulation going down their leg more than their lower back. The pt was redirected to see their doctor to further address the stimulation issue. The rep reported the patient (pt) was seen on (B)(6) 2023 for programming. The cause of the stimulation goes down legs was not deter mined at that time, and pt reported feeling in their back. It is unknown if the pt experienced stim in legs since implant. The rep is to set up an appointment with the pt. On 2024-dec-23 information regarding patient receiving stim in legs only was repeated. A return of pain was also reported. The rep met to reprogram the patient, but was unsuccessful to get to lower back on all electrodes, electrode redistribution or intellistim. Pt will be getting an x-ray to check lead placement. The issue is not yet resolved, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Correction to regulatory report # 3004209178-2025-01020; follow up: 002 nds3022 removed. A2202 removed. Nds2016 added. A0904 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the representative met with the patient on (B)(6) and tried to get stimulation to lower back unsuccessfully. It was noted the leads had not moved on x-ray. It was reported the patient would be switched to a different battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.